Manufacturer narrative:
Medical device problem code (B)(4) captures the reportable event of shrink wrap difficult to remove. Medical device problem code (B)(4) captures the reportable event of bands unable to deploy. The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6)2022. It was noticed that there was difficulty removing the ligator shrink wrap as it only had a little flap of plastic to hold or to peel off. Prior to the procedure, the first band would not deploy and were stuck together when the device was tested at the back table. The device was then removed as it could no longer be used. When the handle was turned subsequently, the bands were all deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on july 25, 2022. It was noticed that there was difficulty removing the ligator shrink wrap as it only had a little flap of plastic to hold or to peel off. Prior to the procedure, the first band would not deploy and were stuck together when the device was tested at the back table. The device was then removed as it could no longer be used. When the handle was turned subsequently, the bands were all deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a150207 captures the reportable event of shrink wrap difficult to remove. Medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a150103 captures the reportable event of bands prematurely deployed. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the ligator head had no shrink wrap and bands. The bands returned were already deployed. The ligator head teeth were damaged/bent. The device was observed under magnification, and the trip wire was not secured in the handle. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy and bands prematurely deployed were confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the returned ligator head had no bands attached as they were already deployed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire slipping through the handle assembly and contributed to an inaccurate deployment of the bands, this could have resulted to an improper deployment of the bands and premature deployment, causing more tension on the device, consequently, bending/damaging the teeth. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Manufacturer narrative:
Block h6: medical device problem code a150207 captures the reportable event of shrink wrap difficult to remove. Medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a150103 captures the reportable event of bands prematurely deployed. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11 (correction): block h6 (device codes) has been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2022. It was noticed that there was difficulty removing the ligator shrink wrap as it only had a little flap of plastic to hold or to peel off. Prior to the procedure, the first band would not deploy and were stuck together when the device was tested at the back table. The device was then removed as it could no longer be used. When the handle was turned subsequently, the bands were all deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.